Event description:
It was reported that a patient was implanted with a rib fixation plate approximately two (2) months ago. Approximately one (1) month later, during a follow-up chest x-ray, the implant was noted to be fractured. The patient did not report any symptoms or adverse consequences related to the event. To date, no revision surgery has been planned. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): 76-2408 (unknown) quantity: (B)(4), 76-2601 (unknown) quantity: (B)(4), 76-2603 (unknown) quantity: (B)(4), 76-9103 (unknown) quantity: (B)(4), apd-bp-001s-4 (k1hl0) quantity: (B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was implanted with a rib fixation plate approximately seven (7) months ago. Approximately one (1) month later, during a follow-up chest x-ray, the implant was noted to be fractured. The patient experienced mild discomfort at the surgical site but declined a revision surgery to correct the issue. According to the surgeon, the patient has since healed at the fracture site, exhibiting union.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: g3, h1, h2, h3, h6 and h11. D4 - attempts have been made to gather all product identification information, and no further information has been provided. Radiographs were reviewed and the reported event was confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a single ap radiograph of the left ribs (excluding superior and inferior ribs) shows multiple rib fractures, including displaced posterior rib fractures of at least 2nd through 8th ribs. Ribfix blu fixation plates have been used to stabilize 2 visualized posterior rib fractures and are visualized along 3 lateral ribs. A total of 5 fixation plates are visualized. A long fixation plate associated with the 6th posterior rib fracture exhibits a fracture of the plate. The 6th posterior rib fracture exhibits approximately 70% shaft width inferior displacement. The proximal end of the broken plate projects superior to the rib. The plate has been implanted with 3 screws placed immediately proximal to the fracture, followed by 4 open holes, and then at least 4 screws at the distal plate. The fractured plate corresponds with the location of the displaced 6 posterior rib fracture and also exhibits inferior displacement. Due to lack of baseline postop x-rays, it is uncertain if the rib was reduced prior to fracture fixation. Fracture ribfix blu fixation plate implanted to treat 6th posterior rib fracture in a patient with multiple posterior and lateral rib fractures. Generalized reduced bone mineral density is present, which could adversely affect plate fixation and fracture healing which would increase risk of plate fracture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.